Event description:
Ventilator allegedly reset multiple times while connected to the patient. Ventilator reset alarm message displayed. No allegations of vent causing any patient harm.

Manufacturer narrative:
This MDR 2031702-2008-00012 is being filed beyond the 30 day reporting timeline. The customer service representative inadvertently failed to notify regulatory affairs.